Manufacturer narrative:
Investigation of this complaint is currently in progress. The caller reported that he/she will try to obtain further info. At this time, the sample is not available for evaluation. If a sample is received, a summary of the investigation will be provided in a supplemental report.

Event description:
On 10/04/2005 nellcor puritan bennett received a report that an end user of a 6dcfs tracheostomy is experiencing irritation and some bleeding during use of this tube. The caller reported on behalf of the end user, that the inner cannula is protruding about .25 inches past the outer cannula. The caller does not have any add'l info at this time.